Manufacturer narrative:
Concomitant medical products: 4266 lea,d implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a pocket hematoma. The pocket was revised and the patient's implantable pulse generator remains in use. No further patient complications have been reported as a result of this event.